Event description:
It was reported that an unspecified error occurred on the homechoice device during an unspecified step of peritoneal dialysis therapy. Troubleshooting steps were not provided as the nurse stated they were not with the homechoice at the time of the reported problem. The technical service representative arranged for the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and identified the reported problem to be a check supply line alarm. An internal and external inspection was performed with no issues noted. During evaluation, the device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. The pneumatic system was tested and all pressures were found to be correct and stable. A simulated therapy was successfully performed on the device. Upon conclusion of the investigation, the reported error was determined to be a check supply line alarm. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.